Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter displayed error messages ¿error 2, error 4 and error 5¿ during testing. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that since he got the meter on (B)(6) 2025, he had been unable to test his blood glucose due to the error messages appearing. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen. As a result of the alleged issue, the patient mentioned that on (B)(6) 2025, he went to the hospital because he was ¿feeling bad¿ and was given unspecified medications. The patient declined to provide the blood glucose readings obtained in the hospital. The patient reported that he stayed in hospital for 2 days. At the time of troubleshooting, the cca walked through resolving the issue however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention and hospitalization after he was unable to test his blood glucose due to the error messages appearing and it is not known what medical treatment the patient received.